Event description:
It was reported by service report that the motion interrupt pan wasn't working properly. The customer could not determine whether there was pt involvement, however no adverse consequences are reported.

Manufacturer narrative:
Cherry switch.